Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that the patients had zimmer alloclassic variall system in combination with 28 mm cerasul heads and cerasul gamma inlays. It was reported that one patient was implanted with alloclassic variall hip implants and underwent revision due to impingement and wear corresponding to edge loads as occurring in sub-luxation. Additional information has been requested and is currently not available. (A. Pokorny, k. Knahr: the squeaking phenomenon in ceramic-on-ceramic bearings, in: tribology in total hip arthroplasty, doi: 10.1007/978-3-642-19429-0_9, 2011.)

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article "the squeaking phenomenon" it is reported that one patient experienced impingement and wear. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap dfmea (liner): - excessive wear, implant failure, increased chemical, galvanic or crevice corrosion and or particle release e.g. Metal ions, pe particles, ceramic particles due to combination with competitor products (off label use) or not allowed/wrong combination of zimmer products, exception use of competitor heads with zimmer pe insert possible: the specific product numbers were not provided. However, considering the description of the used devices, off label use, combination with non zimmer products is unlikely. - limited range of motion, impingement of components, wear particles due to inappropriate design concerning range of motion: possible: it is unknown, if the surgeon was following the surgical technique or not - increased wear, loosening or fracture of components due to patient with high body weight possible: patient weight is unknown. However, obesity is a known risk factor which can influence the success of the operation. Warnings are given in the instruction for use of the device. Root cause determination using sap dfmea (head): - increased release of wear particles due to foreign particles in c-o-c pairing possible: after delivery, the handling of the product is not under zimmer control. However, warnings are given in the instruction for use of the device. - wear due to lack of lubrification in co-c pairing; steep cup position. Possible: product cannot be analyzed because it was not returned for investigation, no patient medical data received. No surgical report or x-rays received. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations not possible: as per description in the journal article, the correct material combination was used. - limited range of motion, impingement of components due to inappropriate design concerning range of motion possible: it is unknown, if the surgeon was following the surgical technique or not. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the implants were received. Patient factors that may affect the performance of the components such as bone quality, activity level, weight and relevant medical history are unknown. In conclusion, due to significant lack of information, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).